Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Per summons: pt is a (B)(6) male pt admitted on (B)(6) 2010 with PICC induced left upper extremity PICC infection and bacteremia. Pt was transferred form hospital k inpatient rehab for the treatment of left upper extremity PICC line infection. Pt history includes an above-the-knee amputation infected wound and acute renal failure/acute tubular necrosis during hemodialysis, as well as nine different confirmed organisms growing from central line cultures. The left side PICC was removed prior to admission. A right upper extremity PICC line was placed on admission which became infected. It was removed, and hospital h placed another left upper PICC line on (B)(6) 2010. This PICC also became infected and was removed. Radiological studies confirmed right subclavian vein and basilica vein venous thrombosis associated with right upper extremity PICC. Pt was treated with oral antibiotics and subsequent blood cutlers were negative after the discontinuation of the piccs, thereby confirming that the infected piccs were the cause of the persistent bacteremias.